Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display was observed to be dim and discolored. The black box showed no evidence of a time/date reset issue. A manual time/date change was observed from (B)(6) 2014, 6:53pm to (B)(6) 2014, 6:53pm. There were no errors, alarms or warnings observed during the duration test. The pump reverted to the default time/date settings after a 4 hour power on-reset, which indicated that there was an internal clock battery malfunction. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim display. This report is made based on results of investigation completed on (B)(4) 2014.